Event description:
Event description guidant received information that an error message appeared when attempts were made to interrogate this pacemaker. The error messages indicated out of range and telemetry noise.